Event description:
The complainant reported that during a pericardium drainage procedure, the guide wire coil separated from the core wire inside the catheter during removal. The drainage procedure was not performed and the pt suffered a cardiac arrest. The pt was resuscitated and is reported to be recovering.

Manufacturer narrative:
The subject device has not yet been returned to merit for examination. The eval of the subject device will be reported in a follow-up.